Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt like she was having a heart attack. The patient also experienced pain in the right side of her neck, and occasionally in the left side as well. The patient also felt stimulation in her tongue. There were no known accidents or incidents related to this event. Additional information has been requested but was not available as of the date of this report.